Event description:
It was reported that bd insyte-w winged gn 18ga x 1.88in had foreign matter (B)(6) 2025 8:10 while performing intravenous puncture on patient in operating room no. 2, foreign matter was found in the sheath tube of the intravenous catheter. The cannula was immediately replaced, and the patient was not affected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation. Therefore, the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Current controls, there are outgoing and in-process visual inspection in place to check for foreign matter. There is also a 4-hourly housekeeping in place to clean all the machine mechanisms in direct contact with products with alcohol. Examination of the product involved may provide clarification as to the cause for the reported failure.